Manufacturer narrative:
Block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) equipment alarmed for inflation obstruction, and the equipment was replaced in a timely manner without causing any personal injury.

Manufacturer narrative:
A getinge field service engineer (fse) recommended replacement of the 2500h maintenance kit. Fse provided quotations to the customer but customer said that the incident may be related to the use of arrow balloon so the price has not been confirmed by customer. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : no repair information.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).